Event description:
It was reported by service report that the legs were not going up and down in neither power nor manual mode. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bearing upper frame tube: outer lift tube weldment.